Event description:
It was documented that customer experienced battery longevity issues and as a result has lost pump settings. It was also reported that customer's insulin pump had a crack and condensation inside of screen display. Customer also experienced no delivery alarm and backlight sticking. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).